Event description:
It was reported that the patient presented in-clinic after receiving an alert. Exit block and lead noise were observed on the stored egm. Noise was not reproducible in-clinic with pocket manipulation. In clinic, loss of sensing was noted. The physician elected to monitor the lead.

Manufacturer narrative:
.